Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The sensor interface board (sib) and cable were replaced to resolve the reported issue.

Event description:
The hospital reported that when switching from manual to automatic ventilation the bellows did not move and no ventilation data appeared. There was no report of patient injury.